Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with the patient¿s home remote communicator. Troubleshooting was performed but the issue was not resolved. The patient was advised to have their device interrogated with a programmer. The patient indicated they would wait for their upcoming office visit. The patient was seen in-clinic and the device could not be interrogated despite using different programmers. The patient was advised to go to the emergency room. A boston scientific representative could not illicit tones using a magnet. Boston scientific technical services (ts) advised replacing device due to early battery depletion. The device was explanted without incident.